Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump under infused medication. The patient left the clinic with 45 hours of infusion. When he came back, the pump said 15 cc's was left, but only 15cc's had infused. No additional information was provided.